Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. H11: investigation results: the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found the catheter of the device was kinked. Functional inspection found the balloon was not capable of being inflated as it was occluded. The device was submerged in warm water to remove the occlusion, but the attempt was unsuccessful. X-ray inspection of the device found dry contrast media inside the catheter and the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst could not be confirmed. The results of the analysis performed on the returned device found dry contrast media inside the catheter and the balloon, restricting the capability of functional testing. Therefore, the most probable root cause is "cause not established". A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was reported that the balloon was pre-inflated outside the patient and the balloon was inflated with air; however, the IFU states, precaution: do not pre-inflate, pretest balloon, or attempt to refold balloon into protective sleeve." The IFU also indicates that this balloon should be inflated with a liquid medium.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon ruptured. The customer reported that there was stone in the area of dilatation. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated. The IFU also indicates that this balloon should be inflated with a liquid medium. However, the customer reported that the balloon was inflated with air.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the balloon ruptured. The customer reported that there was stone in the area of dilatation. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated. The IFU also indicates that this balloon should be inflated with a liquid medium. However, the customer reported that the balloon was inflated with air.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.